Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The device was evaluated upon return. The manufacturer concluded that the plastic was from the sheath, and the cutter may have been engaged as it was delivered through the sheath.

Event description:
Physician used the ls-c one insertion. When removing device from the pt, he noticed a thin strip of plastic that was dangling from nosecone of silver hawk. The physician also had a spiderfx in the pt and when removing the spiderfx, noticed that there was also a small piece of this plastic in the spiderfx. Case went well, as they used a ls-m for the remaining case.